Event description:
Inappropriate charges were recorded on the associated device as a result of noise on the rv lead. The noise is reproducible in clinic. The physician plans to explant this lead. However, the date of the procedure has not yet been established. Should add'l info become available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation.

Manufacturer narrative:
On (B)(6) 2011, this lead was explanted.